Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient began to experience facial sweating and erythema approximately two (2) years postimplantation of a cocr tmj mandibular component. There are currently no signs of infection and the surgeon is testing the patient for metal (nickel) sensitivity prior to considering a replacement device. Attempts have been made and additional information on the reported event is unavailable at this time.